Manufacturer narrative:
Two photos were received for quality evaluation. One photo shows leakage coming from the silicone tubing of the pumping segment and a second photo shows leakage coming from the inlet port to the infusion set tubing of a y-site smartsite. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, along with the manufacturing and quality operations team, the picture evidence shows leakage in the tubing/y-site arm engagement, however, photo does not give us enough evidence to define a potential root cause. It is probable that this condition may be related to a lack of solvent in the tubing and/or a issue with the insertion of the tubing by the production personnel. No actions were taken for this complaint since the photo evidence photo does not give us enough evidence to define a potential root cause. However, improvements will be implemented to the manufacturing process due to a similar condition. The frequency control record will be updated for visual inspection during the assembly process for one piece flow verification. A device history record review for model 2420-0007 lot number 25095213 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: infusion has had two separate issues with khn 917002 lot # 25095213. The tubing is leaking at two different sites on two separate primary tubing.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.